Event description:
It was reported patient has metallosis on left knee approximately 12 years post implantation. No intervention has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). G2 foreign - italy. Customer has indicated that the product not be returned to zimmer biomet as it is still implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Suggested component code: mechanical (g04) ¿ femur.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a4, b5, b7, d6a: g3; h2; h6. The following section was corrected: a2.

Event description:
It was reported patient shows increased levels post implantation of cobal and chromium which legal attributes to the total knee components. Attempts to obtain additional information have been made; however, no more is available at this time.